Manufacturer narrative:
(B)(6).

Event description:
It was reported the first time the surgeon tried to lock the inner plug, there was not enough suture tension. The suture tension was adjusted and while trying to lock the second time, the inner plug fractured. The broken anchor was removed and a same model backup device was used to complete the surgery.

Manufacturer narrative:
The device is used. The insertion shaft has been bent off axis. The torque limiter had been fully backed off. Audible click is heard with full rotation of the torque limiter back in. Hard bone density was reported. S&n recommends a 4.5mm spade tip drill for this density. This is not consistent with the method recorded for this procedure. The inner insertion shaft is twisted and rotates off axis. IFU reads: ¿prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor.¿ and ¿the use of approved smith & nephew surgical instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between the insertion site and the footprint ultra pk suture anchor.¿ maintaining axial alignment is critical for successful placement. The IFU also indicates specific technique details surrounding the anchor suture tension control and resetting of. No root cause related to the manufacturing of this device can be established. No further investigation warranted.